Manufacturer narrative:
The investigation is in progress. The device history records (DHR) for the lots were reviewed. No abnormalities that could have contributed to the customer complaint issue were found during the DHR review and the product was released according to the manufacturer's acceptance criteria. A root cause has not yet been identified. (B)(4).

Event description:
An ophthalmic surgeon reported that the vitrectomy probe didn't actuate even though the cutter was on. This was during surgery. The problem was resolved after replacing the product with another one. There was no harm to the pt.